Event description:
It was reported that a brake issue occurred. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During preparation, when the guidewire was inserted, no resistance was felt and the wire continued to move. The physician was concerned the brake was not activated. The procedure was completed with another of the same device. There were no patient complications, and the patient fully recovered.